Manufacturer narrative:
The sheath 4fc12 with lot 0010104802, was returned and analyzed. Visual inspection of the sheath showed a kink at 2.1 inches from the tip. The shaft tip was intact with no apparent issues. In conclusion, the sheath failed inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.